Event description:
It was reported that the insulin pump had a crack in the battery compartment that prevented it from holding the battery in place. The customer did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked reservoir tube lip, broken battery tube threads, missing end cap sticker and protruded/loose drive support disk.